Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Failure analysis revealed that the device passed functional testing but during visual inspection. Cracks were observed around power port 2 on the controller housing. This is an additional observation not related to the reported event. Analysis of log files revealed two vad stopped/disconnect alarms. As a result, the reported "pump disconnect" event was confirmed. However, the reported "unable to download log files" event could not be confirmed. Based on the available information, the most likely root cause of the vad disconnect alarms observed in the log files may be attributed to physical disconnection of the driveline from the controller as a result of the reported dropping of the controller. An internal investigation has been opened to evaluate cracks around controller 2.0 power ports and implement corrective actions as required. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller was returned for evaluation. Failure analysis revealed that the device passed functional testing. Visual inspection under 10x magnification revealed a hairline crack around power port 2 on the controller housing. An internal visual inspection did not reveal fluid ingress. This is an additional observation not related to the reported event. An internal investigation has been opened to evaluate hairline cracks on controller 2.0 and implement corrective actions as required. This investigation has determined that the issue is related to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Analysis of log files revealed two vad stopped/disconnect alarms. As a result, the reported "pump disconnect" event was confirmed, however, the reported "unable to download log files" event could not be confirmed. Based on the available information, the most likely root cause of the vad disconnect alarms observed in the log files may be attributed to physical disconnection of the driveline from the controller as a result of the reported dropping of the controller. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported event was confirmed via controller log file analysis. Controller log file download was successful. The returned controller failure visual analysis. The connector of power port 2¿s housing hole was noted to be cracked. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient dropped their controller associated with a pump disconnect alarm. The patient was able to reconnect the controller and it restarted without any problems. The patient is reported to have been asymptomatic during this time. After the reconnection the perfusionist attempted to download the controller log files and received a message that an autolog review could not be performed. The clinical specialist noted that the controller¿s datafile was too small to account for the length of support. Full functionality of the controller could not be verified and a controller exchange was recommended. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that a patient dropped his/her controller associated with a pump disconnect alarm. The patient was able to reconnect the controller and it restarted without any problems. The patient is reported to have been asymptomatic during this time. After the reconnection the perfusionist attempted to download the controller log files and received a message that an autolog review could not be performed. The clinical specialist noted that the controller¿s datafile was too small to account for the length of support. Full functionality of the controller could not be verified and a controller exchange was recommended. The controller was exchanged with no reported patient consequence. The site indicated that the controller will be returned to the manufacturer.